Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2018-11296. Reference MFR. Report: 1627487-2018-11297. Reference MFR. Report: 1627487-2018-11298. It was reported the patient¿s scs system was not providing effective pain relief. Reportedly, the issue began approximately 1 year after the system was implanted. Multiple reprogramming was attempted to no avail. As a result, the scs system was explanted.